Event description:
A report was received that the patient's ipg was moving around in the pocket and poking out of the patient's body in weird angles causing difficulty in charging. It was also noted that the patient was experiencing discomfort at the ipg site. It was unknown if there was a skin breakage.